Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No product issue was found.

Manufacturer narrative:
The force bipolar instrument has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report. Medwatch report (2955842-2025-19929) was submitted for the second force bipolar instrument medwatch report (2955842-2025-19928) was submitted for the third force bipolar instrument.

Event description:
During a da vinci-assisted ventral hernia repair procedure, the surgeon encountered the same issue with three different force bipolar instruments, where the arm joint did not respond correctly to the surgeon's movements. Upon investigation under the camera, he noticed that the instrument had a defective joint and was unable to use the arm. The surgeon was performing tasks such as grasping and dissecting tissue using instruments from the console, and the issue was not related to a static instrument. After the first and second force bipolar instruments failed, they were replaced with a third force bipolar instrument to proceed with the surgery. However, while using the third force bipolar instrument, the same issue occurred, and this time, a piece of the instrument broke off and fell inside the patient. The surgeon believed the issue was caused by a faulty joint. The fragment was retrieved using a laparoscopic needle driver and confirmed as a single solid unit by matching it to the instrument. No additional surgical procedures or post-operative tests were necessary, and the procedure was successfully completed robotically. After the failed attempts with the force bipolar instruments, the surgeon switched to a fenestrated bipolar instrument to finish the procedure. No injury to the patient was reported, and the patient has not returned to the hospital following the surgery.